Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Event date: unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). A device history record (DHR) review was performed: DHR review for part: #314.115 - synthes lot # 6146944. Release to warehouse date: (B)(6) 2009. Expiration date: na. Supplier: (B)(6). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reported the following: a member of the sterilization staff recognized that the handles were leaking dye during the sterilization process and need to be replaced as they should not be processed with the rest of the set. No patient involvement. This report is for (2) device. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (small hexagonal screwdriver with holding sleeve, part number 314.02, lot number unknown). The subject device was returned with the complaint condition stating: the 314.02 small hexagonal screwdriver with holding sleeve with unknown lot number and 314.115 lot number 6146944 t15 stardrive screwdriver were returned and reported to have been leaking dye during sterile processing. This complaint condition was likely caused by repeated sterilization cycles under extreme conditions over several years; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is unconfirmed. No new malfunctions were observed during the course of this investigation. The 314.02 small hexagonal screwdriver with holding sleeve and 314.115 t15 stardrive screwdriver are instruments routinely used in the small fragment locking compression plate (lcp) system (technique guide j3908-j). The device was returned and reported to have been leaking dye during sterile processing. This condition is unconfirmed; the devices were cleaned prior to arrival for investigation though this is a known issue that has been previously investigated. It is likely that over repeated sterilization cycles under extreme conditions over several years has led to this complaint condition. The 314.115 driver was manufactured in 5/2009 and is over eight years old. The balance of the returned devices is in otherwise fair condition with some fading and signs of wear. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Tests carried out by an independent laboratory ((B)(4)) have confirmed that a new canevasit/phenolic handle, after sterilization is not cytotoxic. Synthes recommends to follow the available reprocessing instructions to avoid possible problems. An instrument with canevasit handle was subjected to 200 reprocessing cycles (each consisting of washing/disinfecting and steam sterilization) under worst case conditions compared to the reprocessing instructions. During this test, only a gradual (and acceptable) darkening of the handle was observed, and no signs of more severe degradation, such as bleeding or erosion were found. The condition of the returned device doesn¿t agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers ca99p. It is likely that over repeated sterilization cycles under extreme conditions over several years has led to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.